Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high pacing threshold, undefined pacing impedance and oversensing with non-sustained ventricular tachycardia (nsvt) noted along with suspected noise. Rv lead revision was scheduled; "scuffin" of the lead insulation was noted near the suture sleeve. The lead was cut near the suture sleeve to prepare for extraction. It was noted an additional segment of the conductor or coil became separated distal or near the suture sleeve area. The lead was extracted and replaced. No patient complications have been reported as a result of this event.